Event description:
During a remote follow up, it was noted there were missing egms. Technical support was contacted and recommended the patient have an in clinic follow up for further investigation. The patient presented in clinic and upon interrogation the egms were still missing. No further intervention has been performed. The patient was stable and will continue to be monitored.